Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 12/26/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2014 with the following findings: a review of the pump¿s black box history showed that power reboots were recorded on (B)(4) 2014. During testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump emitted an audible alarm and vibration alert within three minutes of powering on. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The battery cap contact height and width measurements were found to be within the required specifications. The complaint that the pump was losing power intermittently was not able to be adequately investigated due to the blank display issue.